Event description:
A ventilator was returned to the manufacturer for service for an allegation that a ventilator had higher measured volumes than what was set on the device. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was found that the exhaled tidal volumes were higher and confirmed the customers complaint. Testing was carried out to identify whether a failure was present in the device. Testing showed no anomaly was found with the device itself. Further evaluation was done by changing the expiratory port to a whisper swivel. Tidal volumes were within the acceptable range post that change. It was concluded that the increased exhaled tidal volume was due to the exhalation port in the circuit and not with the device itself. The device was cleaned and passed the final test.